Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was under delivering. The blood glucose level was 250 mg/dl at the time of incident. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.